Event description:
During a transfemoral tavr procedure, a 23mm sapien xt valve was deployed with an additional 2cc of volume in the balloon (19cc total) and tee revealed moderate paravalvular leak (pvl). The valve was post dilated with one additional 1cc of volume in the balloon (20cc total). After post dilation of the valve, there was no improvement in pvl and moderate central aortic insufficiency (cai) was observed on tee. A second 23mm sapien xt valve was placed with 19cc of volume in the balloon. Mild pvl and no cai was seen on tee. At the time of the report the patient was stable. The patient¿s native annulus measured 20.3 x 25.5 on CT. The oval nature of the patient¿s annulus is a possible cause for the pvl. The physicians considered possible valve under-sizing a possible cause for the pvl.

Manufacturer narrative:
(B)(4). Per the instructions for use, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, over inflation of the deployment balloon and post dilation of the implanted valve are likely contributing factors for the cai. The oval nature of the patient¿s annulus is a possible cause for the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.